Manufacturer narrative:
Updated data: b2, h6 - annex e medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which reported that the death certificate listed the cause of death as metabolic encephalopathy.

Manufacturer narrative:
Conclusion: the valve was not returned. A review of the device history record (DHR) and sterility record were performed for this valve. This device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. The sterilization process has a microbicidal effect on the microorganisms such as staphylococcus aureus species; and it also has demonstrated the ability to inactivate the biological indicator, bacillus atrophaeus. The reported organisms can be rendered non-viable to the sterilization process during manufacturing. The information received also indicates that an infection, specific to staphylococcus aureus, occurred over 6 years after implant. Based on the investigation, the infection was unlikely to be caused by the evolut device and/or manufacturing process. With the available information, the conclusive cause of the infection could not be determined. Stenosis of bioprosthetic valves can be due to structural valve dysfunction (e.g. Calcification), thrombosis, and/or non-structural dysfunction (e.g. Pannus, obstruction, etc.). The presence of stenosis and high gradients can potentially represent the diminish of the expected maximum effective orifice area (eoa) of the device which can potentially translate into restricted leaflet motion. However, without a copy of the echocardiogram or imaging film for review and device return for analysis, the failure mechanism of the device could not be established. The conclusive cause of the reported stenosis and high gradients could not be determined. Mitral regurgitation can potentially be affected by factors such as an implant depth which impinges on mitral valve function or damage to the mitral valve itself, and the root cause could not be determined with the information available. Ultimately, the patient died. As neither an autopsy nor an explant information was provided, a conclusive assessment of the relationship between the death and the device could not be reached. In this case, it was reported that the death as non-cardiovascular and not related to the valve. Updated data: h6 method, conclusion codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6: annex e and annex f codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received which indicated that 2 days following the onset of this event, a failure to thrive was reported. Per the patient¿s family, the patient had declined over the past few months. As reported, the aortic gradients may have contributed to the decline. Also, it was unknown what caused the bacteremia nor if caused by the valve itself. A culture taken 13 days following the onset of this event which identified staphylococcus aureus. Antibiotics were administered. A culture taken 2 days later noted no growth. The patient declined further work-up. Palliative care consulted. Patient wanted to stop all medical treatment. The patient was discharged to hospice and died 23 days following onset of this event. The death was reported as non-cardiovascular and not related to the valve.

Manufacturer narrative:
Product analysis: the valve remained implanted and was not returned. Therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusions could be drawn regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter aortic bioprosthetic valve the mean gradient was 3.8 millimeters of mercury (mmhg). It was implanted at the 5 millimeter mark of the non-coronary cusp (ncc) and the left coronary cusp (lcc). Approximately 6 years and 9 months following the implant transcatheter valve the patient experienced a fall which resulted in a leg laceration which required sutures. The patient returned the emergency room (ER) the next day due to bleeding from the laceration and also reported midsternal, non-cardiac chest pain with deep inspiration. The pain was initially thought due to fractured sternum. However, following imaging the chest pain was due to a fractured clavicle. As result, the patient was hospitalized. A transthoracic echocardiogram (tte) was also performed during hospitalization, at a different facility, for the reported chest pain, and moderate-severe aortic prosthetic stenosis was identified. The patient did not present with any cardiac-related events or complications. A jet velocity of 3.6 meters per second (m/s), a peak gradient of 51 millimeters of mercury (mmhg), and a mean gradient of 34 mmhg were identified. Severe mitral regurgitation and moderate-severe tricuspid regurgitation were also identified. As reported, it was unclear if the aortic stenosis contributed to the mitral and tricuspid regurgitation. A repeat tte was performed 9 days later with a peak gradient of 68 mmhg and a mean gradient of 43 mmhg. Lungs were clear, no edema on exam, and the patient was without complaints. Diuretics were on hold. The nt-pro b-type natriuretic peptide (nt-probnp) measured 3300. As reported, it was unclear if the elevated nt-pro-bnp, effusion, and cardiomegaly was caused by the stenosis of the aortic valve or an underlying patient condition. A chest x-ray noted a trace left pleural effusion and cardiomegaly. The patient was asymptomatic. As reported, the leaflets could not be visualized on the studies. The patient was on hospice following the fall, no further work-up or intervention would be performed. The patient was also noted to be bacteremic. No additional adverse patient effects were reported.